Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that intermittent altitude alarm occurred. There was no reported impact to the customer's blood glucose. No additional patient or event information was provided. Additionally, it was reported that an occlusion alarm occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 2 days using humalog insulin. Customer changed pump supplies to address the issue.